Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube, a stained end cap sticker, and broken battery tube threads.

Event description:
The customer reported via phone call that their reservoir compartment was damaged. The customer stated a piece was missing from the reservoir. The customer's blood glucose was 475 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.